Event description:
It was reported the device was in use for infusion. The device gave an "upstream occlusion" alarm. When checked, the pump showed 16ml remained but IV bag was empty. The reporter stated the patient had labs drawn in response to the infusion completing ahead of schedule; reporter did not specify what drug was being infused or why blood draw was needed. No further adverse effects reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. The reported 'fails accuracy' problem was duplicated. Test results of 3.92%, 5.33%, and 5.29% were all within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. From the provided data, the error was calculated to be +14.3%. The previous infusion took approximately 45 hours (the intended time) and the pump was turned off for 12 days. When used again the error was encountered. There is a possibility that user error added into the discrepancy. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.